Manufacturer narrative:
(B)(4) contour next strips were received in a non-ascensia bottle. They read greater than 448mg/dl high out of spec with blood. Retention reagent gave satisfactory performance.

Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
(B)(6) customer had been getting blood glucose readings of 600mg/dl or above, on the contour next usb with strips that had been removed from their original container and stored in a non-ascensia container. He took insulin injections several times due to the readings. He became hypoglycemic between 2:00am and 8:00am. Specific information was not provided. His mother called the emergency doctor, who arrived and gave the patient a glucagon infusion at home. The patient was later tested on the doctor's meter with a reading of 164mg/dl, retested on the contour next usb with the misused strips, and the reading was 600mg/dl. The patient went to the hospital for follow up. A new meter was sent to the customer. Strip information could not be provided. It was advised the strips be returned for investigation.